Event description:
The patient underwent surgery for unknown reason involving a previous non-bsc device (tube promedon / coloplast genesis). A new tactra tm was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).